Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# 0206637223, product type: lead. (B)(4).

Event description:
It was reported that the lead broke during lead placement for trial stimulation. The event was related to implant. It was noted that the lead was found broken through surgical observation. The device was replaced. No patient signs or symptoms were reported. The patient outcome was noted as resolved without sequelae and the resolution date was (B)(6) 2013.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was related to the device or therapy and related to the implant. The etiology was noted as related to the lead.

Manufacturer narrative:
Product ID 3888-33, lot# 0206732780, (B)(4).

Event description:
Additional information received reported the lead was anchored. The radiological verification method included fluoroscopy and plain film (x-ray).